Manufacturer narrative:
H10: additional information on b4.

Event description:
It was reported that, during a meniscus repair, the stitched was made and the implant of the fast-fix 360 was activated but it put up resistance. When removing the suture to place the next stitch, it was observed that the implant plate t1 was damaged and broken. The broken pieces of t1 were removed from the patient using tweezers. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the t1 position. The suture material with t1 and t2 attached was also returned. T1 is fractured near the suture window. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force used during the knot reduction stage or an impact to the needle tip, causing damage to the implant during deployment. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair, the stitched was made and the implant of the fast-fix 360 was activated but it put up resistance. When removing the suture to place the next stitch, it was observed that the implant plate t1 was damaged and broken. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).